Manufacturer narrative:
Investigation: customer returned three (3) loose 31g x 8mm, 1ml bd insulin syringes. Consumer reported needle will not draw and then gets stuck in the vial before injection. All three returned samples were examined, and it was observed that two of the samples exhibited cannula separated from their respective syringe barrels. After microscopic examination of both of these barrel tips, it was observed that the glue well was empty of adhesive, and that one of the barrels had what appeared to be adhesive splatter on the barrel tip. The sample that did not exhibit needle separation was tested for flow using water: the sample was able to draw and expel properly. The cause for the cannula separation issue likely occurred during the manufacturing process. Unable to perform a DHR review due to unknown lot number. Visual inspection found (2) syringes with the cannula separated from the barrel tip. There was adhesive run over present between the barrel tip ribs on (1) syringe, while the other sample contained a low amount of adhesive in the cannula well. There was (1) syringe that had no defects. The samples were inspected using the camera inspection system on the line 8 pils machine. This is the same machine that was used in the product of lot 8302683. The sample with no defects passed the inspection, while the (2) samples with cannula separation failed due to low adhesive in the barrel tip well. A review of quality notifications and maintenance dispatches found no issues related to this complaint. The cannulator station assembles the cannula into the barrel tip and applies adhesive to hold the cannula in the barrel tip. The assembly is transferred via conveyor through a uv oven to cure the adhesive. Unable to determine the root cause of the inadequate adhesive application at the cannulator.

Event description:
Material no: 328418 batch no: unknown. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle the needle will not draw and then gets stuck in the vial before injection. The following information was provided by the initial reporter: consumer reported needle will not draw and then gets stuck in the vial before injection. Consumer does not re-use, problem involves more than one box of the same product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for difficult/unable to operate (not drawing) and needle separates in vial due to unknown lot number. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no: 328418, batch no: unknown. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle the needle will not draw and then gets stuck in the vial before injection. The following information was provided by the initial reporter: consumer reported needle will not draw and then gets stuck in the vial before injection. Consumer does not re-use, problem involves more than one box of the same product.